Manufacturer narrative:
In follow up with the customer, she indicated that she had thrush 3 times - the first time was early on in breastfeeding, 3 months after her son was born. She was diagnosed with thrush and got a prescription for nystantin from her pediatrician (she was breastfeeding her son at the time and it was preventive for the baby). The thrush has since resolved. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information be received, resulting in new, charged, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that she had gotten thrush a few times while using the pump in style breast pump. The customer also stated that she was not sanitizing all the parts after every use.